Event description:
Caller states that the patient tested 3.9 inr on device while an additional professional device read 5.2 inr. No action taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.